Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k053529.

Event description:
On (B)(6), 2010, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient was unable to test with her onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6), 2010 at 3am. The reporter indicated the patient manages her diabetes with shots (other than insulin); however, the reporter denied that the patient took any action in response to the alleged issue. According to the csr's documentation, the patient experienced symptoms of sweating, dry mouth, and feeling hot 10 hours after the alleged issue occurred. The reporter denied that the patient received any treatment as a result of the reported meter issue. During troubleshooting, the csr noted that the patient was testing in the memory mode. The csr also confirmed the patient was not using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.